Event description:
It was reported that the patient experienced dissatisfaction. The device is completely okay, however, they explanted it and replaced with another of the same device.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced dissatisfaction. The device is completely okay, however, they explanted it and replaced with another of the same device.

Event description:
It was reported that the patient experienced dissatisfaction. The device is completely okay, however, they explanted it and replaced with another of the same device.